Manufacturer narrative:
Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation, most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer initially reported complaint for e-3 error. During the call, a blood test was performed by the customer fasting and produced test result of hi using meter. At the time of the call the customer felt well and did not report any symptoms, but stated he was going to seek medical attention. Customer information was escalated to technician who had called customer back the same day. Customer stated since the initial call he had contacted his doctor who had instructed him to take one 500mg tablet of metformin. During the call, a blood test was performed by the customer fasting and produced test result of 496 mg/dl using meter. Customer was concerned that the result was high. The test strip lot manufacturer¿s expiration date is 12/27/2020 and open vial date is 08/29/2019. Customer had only conducted the two blood tests performed during the calls with the meter. The meter memory was reviewed for previous test result history: (B)(6).